Event description:
During the evaluation of a returned spectrum infusion pump, no grease was present on the cam lobes, fingers, and valves. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Physical inspection of cams found that no grease was applied during initial production. Cam residue was found on the cams and camshaft. Upon disassembly of the mechanism assembly, wear was found on the valves and fingers that is consistent with the findings. The camshaft, valves, and fingers were replaced.